Event description:
Event description guidant received information that this right ventricular lead became dislodged secondary to a patient fall. The lead was surgically abandoned and successfully replaced with another model.